Event description:
It was reported that the patient was visiting florida from new york. While visiting another patient in the hospital they experienced lightheadedness and diaphoresis upon standing. Patient stated that they then lost consciousness and woke up to multiple people standing around them. Low flow alarm on their left ventricular assist device (lvad) was noted by nursing staff. They were brought down to the emergency department where they were found to be hypotensive and received intravenous (IV) fluids with improvement of their mean arterial pressures (map). Log files were sent for review, and the periodic log file showed flow mostly greater than 4.0 liters per minute (lpm) until (B)(6) 2025 at 6:14:04 when flow dropped to 2.8 lpm. The event log began on (B)(6) 2025 at 20:31:01 with flow mostly below 4.0 lpm until (B)(6) 2025 at 5:23:28 when flow recovered to 4.6 lpm. Looked like the lower flows had been developing over the past 24 hours or so. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Corrected data: section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: review of the submitted log files was unable to confirm low flow alarms. A specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the reported event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events associated with the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. No further information was provided. The manufacturer is closing the file on this event.